Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 265 (mg/dl). The customer planned to deliver a bolus once they arrived home. During troubleshooting with tandem technical support, it was recommended that the customer change their infusion site.